Event description:
The yellow tip of the device separated during the introduction into the radial artery. As a result, dissection of the radial artery occurred. "Without delay of stream, placing the pt at risk for acute renal failure." The tip was removed with a "bigger diameter catheter".

Manufacturer narrative:
The prod is available for eval and testing; however, it has not been rec'd to date. Add'l info will be submitted upon 30 days of receipt.